Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient underwent the following procedures: posterolateral spinal fusion at l5-s1. Transforaminal lumbar interbody fusion at l5-s1. Pedicle screw instrumentation at l5-s1. Cage instrumentation at l5-s1. Right iliac crest bone graft. Pre-operative/ post-operative diagnoses: degenerative disc at l5-s1 with left paracentral herniation. As per op-notes. "We then completed the tlif. The front half of the disc space was filled with iliac crest autograft as well as some rhbmp-/acs. Half of a small rhbmp-/acs kit was placed into the cage which was then impacted and rotated so it was a little off center in both the ap and lateral planes.." No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.